Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding lost dwell time on the homechoice (hc) machine. The home patient (hp) stated that she has been having lost dwell time, but no alarms. The potential causes for lost dwell time were explained to the patient. It was explained when the smart dwells are set to yes in the nurse's menu, the hc will adjust the dwell time, so the hp will complete therapy in the prescribed amount of time. The hp stated that she is filling slowly and draining slowly. It was suggested the hp talk to the nurse about possible options. No patient injury or medical intervention was reported. Baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (pd rn) on (B)(6) 2010. The pd rn stated, the hp was having low drain volume alarms, but while sleeping could not hear the machine alarming even on the loudest setting. This was causing the hp to have lost dwell time. The machine was swapped. The hp is doing fine and has been continuing therapy with no further issues on the new machine.

Manufacturer narrative:
(B)(4). The reported issue of lost dwell time was confirmed in the device logs but not duplicated during the evaluation performed by the pal (product analysis lab). The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The pal evaluated the device. A short therapy was performed and completed successfully. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. There were no problems found during an internal inspection. The assignable cause for the lost dwell time was undetermined. A review of the device's service history record revealed no issues that could have contributed to any of the reported problems. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.